Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4. UDI# - the device was manufactured in 2014 and was not subject to UDI requirements.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped running. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. A field service engineer went onsite to evaluate the device. Upon evaluation, it was found that the reported issue could not be replicated during testing. The unit functioned without any alarms, and all measurements fell within acceptable limits. During the inspection of the airway sense line, it was discovered that the pr6 pressure regulator exhibited fluctuating output values when the setscrew was touched. This instability may be the probable cause of the internal failure. Inconsistent pressure from the regulator likely triggered a fault, causing the driver to shut down. No other faults or failures were identified during the evaluation. However, due to the unstable readings from the pr6 regulator, replacement was recommended.